Event description:
It was reported that an occlusion alarm occurred. Customer declined follow up from tandem technical support. Customer will change the pump supplies on their own, and has manual insulin injections if needed. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.